Event description:
It was reported the patients blood glucose level rose to 20.0 mmol/l (360 mg/dl) while wearing the pod between 4 and 24 hours. Upon removing pod, it was noticed that the affected area was bloody. As treatment, the patient activated a new pod and continued treatment.

Manufacturer narrative:
Blood was observed on the returned device. Inspection of the formed needle found no damages or defects that would contribute to bleeding. The cause of the bleeding could not be determined. The soft cannula was found to measure out of specification at 1.162 inches. It is unknown when this damage occurred. No timeouts or drive stalls were seen in the download data. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.